Manufacturer narrative:
Complaint is a non-reportable malfunction. The investigation has been completed; the product was not returned. Based on investigation decision tree will be revised. Since there was no indication that the threads of both the set screw and the screw head were torn per the event description which stated, ¿no missing or damaged implants¿ and ¿no adverse event to patient,¿ this event is no longer considered a reportable malfunction and as such no further trending action is needed for this product family. A follow-up will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Procedure: mis percutaneous screw placement l5/s1 the surgeon was unable to insert the set screw into the pedicle screw tulip. The set screw appeared to be cross threading. The surgeon repeat this 3 separate times. He removed the pedicle screw and replaced with a new screw. After doing this the set screws were replaced successfully and the surgery was completed. There were no missing or damaged implants left in the patient. Patient was fine post surgery, no issue with the patient. No patient information available. No photos available. Ten minutes delay in procedure. No adverse event to patient. Products discarded.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.